Event description:
It was reported to boston scientific corporation that an exalt model b scope, regular was used during a diagnostic bronchoscopy procedure performed on july 21, 2023, for pulmonary hygiene purposes. During the procedure, the scope lost visualization and image was not able to be regained. The procedure was successfully completed with another exalt model b scope. No patient complication was reported as result of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b scope, regular was used during a bronchoscopy procedure performed on (B)(6) 2023, for pulmonary hygiene purposes. During the procedure, the scope lost visualization and image was not able to be regained. The procedure was successfully completed with another exalt model b scope. No patient complication was reported as result of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model b scope was analyzed, passed all tests performed, and exhibited normal device characteristics. Product analysis could not replicate the reported event. Image functioned correctly throughout analysis. The device log showed the device was used during the procedure. Based on the information available, the conclusion code assigned to this investigation is no problem detected, which indicates that a reported event could not be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.